Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs87. During investigation, a hard cs 69 alarm was reproduced intermittently following testing, including a 24 hour duration test..  The cs 069 failure is defined as a language file corruption while retrieving the language text.   The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.